Event description:
The customer reported that a ventilated patient developed high peak pressures on the ventilator, an increase in heart rate, a decreasing spo2 and appeared to be short of breath. The respiratory therapist attempted to suction the patient and found that they could not pass a 14fr suction catheter through the tube. The customer reported that the tube was kinked and the patient had to be re-intubated. The customer did not report any further serious injury or harm to the patient. The customer will return the sample for evaluation.